Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Device not available.

Event description:
It was reported by the patient's spouse that allegedly the patient underwent a left total hip arthroplasty on (B)(6) 2012 and was revised (B)(6) 2016 due to a painful hip. The postoperative diagnosis was "painful left total hip arthroplasty secondary to adverse local tissue reaction from mechanically assistance crevice corrosion of the head/neck junction".